Event description:
This report was received from (B)(4) and is a spontaneous report by nurse from (B)(6) of bacterial infection in a patient coincident with dianeal low calcium and extraneal viaflex therapies for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal and extraneal therapies was not reported. On (B)(6) 2012, the nurse reported to baxter (B)(4) the patient had experienced a bacterial infection on an unreported date. No further information was provided. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.